Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a crack was found in case near upper right corner of display - damage to pump case. Leak due to cracked pump case with evidence of moisture corrosion inside all internal pump and transceiver board. A dim, pink display was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.